Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having reoccurring emergency backup battery (ebb) faults at home. The patient came to the clinic and a system controller exchange took place on (B)(6) 2024. There was no adverse patient impact with the controller exchange.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate 3 system controller. On (B)(6) 2024 from 02:50:05-02:56:38, 02:56:41-06:50:34, and (B)(6) 2025 06:50:37- (B)(6) 2025 10:21:42, the log file captured backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The alarms briefly resolved twice along with a load test being performed. After the backup battery fault alarms reactivated on (B)(6) 2024 at 06:50:37, they remained active until the end of the log file when the driveline and power cables were disconnected on (B)(6) 2024 at 10:21:26. The backup battery fault alarms did not impact the system controller¿s ability to support the pump and there were no additional notable events captured on the reported event date in the log file. The retuned system controller, serial number (B)(6) , passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, multiple load tests were performed, and no atypical alarms were able to be reproduced. The provided information indicated the system controller exchange resolved the alarms, and there was no patient impact from the exchange. A review of patient revealed a previously reported backup battery fault alarm that was unable to be confirmed (B)(6). A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 13dec2022 the heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient handbook (rev. D) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.